Manufacturer narrative:
The manufacturer received the returned lens cut in two (2) portions. Optical inspection results showed that the lens power measured 13.5 diopters and is correct as labeled. All other optical characteristics met manufacturing specifications. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information available is contained in this report.

Manufacturer narrative:
The intraocular lens (iol) was received and sent to the manufacturing site for diopter analysis. Results are not yet available. Prior to release the lens met all manufacturing specifications. All known information is contained in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported the patient was not happy with the power of her intraocular lens. The lens was exchanged at 1 week post operative for a 3 diopter higher power lens of the same model. The incision was not made larger to replace the lens and there was no patient injury.